Manufacturer narrative:
Although requested, product was not returned for evaluation. The investigation of this event is in progress and a follow-up report will be submitted upon completion.

Event description:
It was reported that the optic cracked during the injection phase of the implant procedure. The iol was removed and replaced with another iol of unknown model and diopter. The incision was enlarged to remove the broken iol. Additional information was requested but not received